Event description:
The rptr stated the surgeon implanted a micl 13.2mm implantable collamer lens in the pt's right eye on (B)(6) 2012. The icl was explanted on (B)(6) 2012, due to elevated intraocular pressure. The surgeon made the incision and removed the lens. No other lens was implanted. No suture was needed. Rptr stated there was no product malfunction. The pt's eye could not tolerate the lens. This incident was pt related.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results - (other): visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: medical review - review of this file indicates that the pt experienced increased intraocular pressure post-tol implantation. This adverse event is commonly caused by either retained viscoelastic, non-patent peripheral iridotomies or a lens that is too long for the patient's eye. The surgeon is advised to initially burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. If the icl is too long, the lens will need to be explanted.